Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient implant battery was not working. Technical services asked the caller, but the caller indicated that they did not know what ¿not working¿ meant. Technical services also reviewed that the patient¿s ins was implanted over 9 years ago and therefore the device would have been expected to reach eos (end of service). Technical services reviewed head scan considerations for depleted devices. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.